Event description:
A physician reported a pt who was being treated on 4 october 1999 at the nasolabial folds. During the procedure, the physician noted that the product was not coming out of the needle, but rather was forcibly extruding from the juncture between the needle and the syringe. The product splattered on the pt and the staff, but did not get into anyone's eyes, nose, mouth, or in any way do harm to anyone. The pt sustained a small scratch from the needle as the physician began the treatment, not as a result of the product complaint but rather because the physician had begun the procedure before realizing the product was not coming out of the needle. No symptoms were noted relating to the splattered product, and no medical or surgical intervention was prescribed or planned.